Manufacturer narrative:
H10: received one (1) list# 011-n2629, pumpenadapter mit spiros¿. Lot# 4096289 on (B)(6) 2020, for evaluation. One list# 011-n2629, pumpenadapter mit spiros (lot# 4096289) was received and visually inspected. As received the female luer of the spinning spiros was disconnected from the male luer of the 011-n2629. Both luers were observed to have little to no solvent present. The reported complaint can be confirmed. The probable cause is due to an error during the manual assembly process.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a pump-end adapter mit spiros that the customer reported a disconnection at the luer connection of an infusion set+ spike, and the spiros. The nurse was contaminated with chemotherapy during administration. The device was in use for 30 minutes. There was patient involvement, however, no adverse operator consequences, blood loss, and no serious injury/death. This report captures the first of two events.